Manufacturer narrative:
During preventive maintenance (pm) on (B)(6) 2022, the autopulse platform (B)(4) failed functional testing due to the lifeband cannot be inserted into encoder shaft. The root cause for the observed failure was due to tear pieces of cloth from a lifeband, clogging the encoder shaft where the lifeband is placed. Upon visual inspection, zoll service personnel noticed no physical damage on the autopulse platform. Function testing could not be perform as the lifeband cannot be inserted into encoder shaft of the autopulse platform. To remedy the observed failure, the encoder shaft was disassembled and the pieces of cloth were removed from the encoder shaft groove and also, the clutch plate was deburred. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported issue, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance (pm) on (B)(6) 2022, the autopulse platform (B)(4). Failed functional testing due to the lifeband cannot be inserted into encoder shaft. No patient involvement.